Event description:
It was reported that a dissection occurred. The target lesions were located in the right coronary artery (rca) and left anterior descending artery (lad). The 90% stenosed lesion, located in the moderately tortuous and moderately calcified lad, was pre-dilated using a 2.00 x 12 mm semi-complaint balloon. A 2.75 x 38 mm promus elite and 3.00 x 38 mm promus elite were deployed in the rca. A 2.50 x 38 mm promus elite was deployed at 11 atm in the lad and post-dilated with a 2.50 x 12 mm non-complaint balloon. A flow limiting proximal edge dissection was noticed in the proximal part of the stent. A 3.50 x 28 promus elite was deployed proximally overlapping the dissection. The procedure was completed successfully and the patient fully recovered and was stable.